Event description:
During patient use the traction rope broke. No patient injury was reported.

Event description:
During patient use the traction rope broke. No patient injury was reported.

Manufacturer narrative:
Based on the information obtained from investigation, the hospital did not correctly setup the traction pulley assembly for the traction rope to pass with an angle through the pivot shaft of the head-end column so as to not rub the traction rope against the hole thus leading to severing/breakage. There is also no evidence if the hospital used or attempted to use cervical traction vector adjuster to adjust the angle and pull of cervical traction and maintain alignment of the traction rope with skull tongs or head halter. The IFU/owner's manual of the table base and the tabletop does mention sufficent instructions pertaining to the usage and setup of traction pulley assembly, traction rope and cervical vector adjuster during intended surgical procedures. This incident has thus been deemed as use error as there was a failure to follow manufacturer's instructions for device usage and recommended best practices.